Event description:
It was reported a patient enrolled in the advance iii study developed a paraphlebitis on the left bicep within a week post implant. Follow up was unable to disassociate the paraphlebitis from the device or implant procedure. An anti-inflammatory ointment was prescribed and the paraphlebitis resolved. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The save to disk was reviewed and no anomalies were found.